Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the customer's reported issue in the fault log. The stm tested the iabp, and noted that the unit was operating to specifications to detect leak iab circuit alarm and therefore, unable to reproduce the reported failure. Unrelated to the reported issue, the stm replaced the top cover concealment which was worn. The iabp unit passed all calibration, functional and safety tests per factory specifications and was returned to the customer and cleared for clinical service. The full name of the event site is has been abbreviated due to field character limit; the full name should read (B)(6) medical center.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a leak in iab circuit alarm. There was no patient harm and no adverse event was reported.